Event description:
It was reported that the patient was experiencing random intermittent beeping on their controller that was not associated with any active pump alarms. The green pump running light was also very dim. The patient underwent a successful controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing random intermittent beeping on their controller that was not associated with any active pump alarms. The green pump running light was also very dim. The patient underwent a successful controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent beeping occurring on the system controller was not confirmed; however, the reported event of the controller having dim green pump leds was confirmed. A log file was extracted from the controller during testing, containing data spanning approximately 1 day (B)(6) 2022 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline, and atypical events and alarms were not observed throughout the data. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended; however, the green leds that signify whether the pump is running were observed to be dim. The root cause of the reported beeping was unable to be determined. The root cause of the observed dim leds was unable to be determined; however, dim green pump leds on the system controller are being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.